Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor. The insulin pump was unable to verify excessive no delivery alarm due to motor error alarm. The motor was tested outside of the insulin pump and passed. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during the fill tubing process, followed by several no delivery alarms. The blood glucose reading was 53 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).